Event description:
It was reported that the patient had been taken to the hospital via paramedics and was admitted due hypoglycemia. The patient's blood glucose levels dropped to 30 mg/dl. It was reported that the omnipod personal diabetes manager (pdm) would not turn on and the battery would not hold a charge. The patient was found unresponsive. At the hospital the patient was treated with intravenous therapy of fluids and antibiotics. The patient was released a few days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery issue and hypoglycemia hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.